Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at the foreign object detection point and it is unknown if reprocessing was implemented according to instruction for use. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of clogged channel was confirmed. The device evaluation found the air/water channel was clogged. However, the instrument channel was not clogged. The distal end glue was separated. One light guide rod lens was cracked. The plastic distal end cover was dented. The angulations were out of specification. The air leak inspection did not show any water leakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had clogged channel. The issue was found after a colonoscope procedure. It was reported that there was no delay in the procedure. The procedure was completed using the same device. It was reported that there was no patient harm.